Event description:
The customer contact reported an unrequested bolus demand. The pump was returned to the biomedical engineering departemtn with an unsigned note that stated, "pca apparently reported pt made 17 demades for a bolus when the button was hanging out of reach on IV pole and she denies using it cause not in pain." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the pump and hte pt pendant passed testing. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.